Manufacturer narrative:
In an associated case(complaintrec-53173),the user was unable to establish connection with their sensor and was advised to consult their hcp for next steps, such as locating the sensor with ultrasound. Basic troubleshooting steps were performed , but the issue could not be resolved. The case was escalated to next level support who replaced the transmitter as it was initially determined that the issue could be with the transmitter. However, the issue didn't resolve even with the new tranmsitter. The user was then advised to consult hcp in locating the sensor and to go through an additional procedure of removing and replacing the sensor, if needed. The user was followed up to gather further information, but was unresponsive. No further actions were possible for this complaint. B4.date of this report 21 february 2025. G3.date received by the manufacturer? 21 february 2025. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported that their new sensor could not be linked with the transmitter. Basic troubleshooting steps were performed , but the issue could not be resolved. The case was escalated to next level support who replaced the transmitter as it was initially determined that the issue could be with the transmitter. However, the issue didn't resolve even with the new transmitter. The user was then advised to consult transmitter in locating the sensor and to go through an additional procedure of removing and replacing the sensor, if needed. The user was followed up to gather further information, but was unresponsive. No further actions were possible for this complaint.

Event description:
Senseonics was made aware of an incident where the customer could not link sensor with the transmitter. A transmitter replacement did not resolve the issue and the customer was advised to consult hcp and discuss about removal and replacement of the sensor.